Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that during the spaceoar vue preparations, the vial adapter bent. As a result, the procedure was not completed and the patient was under general anesthesia.